Event description:
On 06/24/08, received letter from pt indicating her lead had been explanted. On 07/10/08, investigational letter sent to her physician requesting date of explant, reason for explant and completed explant form.

Manufacturer narrative:
Entire form filled out by manufacturer.